Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with screw having screw replacement. It was reported that the thread cutting was not possible after inserting the set screw. There was a delay of less than 60 minutes in overall procedure time. This event was a repeat surgery. Re-operation was not due to medtronic product. The set screws were replaced three times, but they couldn't be cut off, so there was an issue in the screw side where there was spread of the head and replaced it. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # 25740018590, lot # ca23j068 visual and optical inspection confirmed the screw head has been damaged. Optical inspection confirmed the crown of the screw is worn from the seating of the rod. Functional inspection with a sample set screw confirmed the set screws was able to thread into the bone screw without any issue. The damage to the screw appears to be from the removal process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.